Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: d9. Additional information: d8, h3 h6. The device was returned to olympus for evaluation and event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction likely was caused by user error or by a faulty foot switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high frequency electrosurgical unit had error code: e433. The issue occurred during other events. There were no reports of patient harm or delay.